Event description:
The customer stated that he was taken to the hosp by ambulance, due to hyperglycemia. The reported blood glucose reading was 465 mg/dl. The customer last changed his infusion set two days prior to the event. When the infusion set was removed from the customer's body, the cannula was bent. Troubleshooting was performed, and initially the high pressure test failed. However, after changing the infusion set, the high pressure test passed. The time on the insulin pump was off by one hr. The customer was assisted with correcting the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.